Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The patient was admitted due to an acute non-st elevation myocardial infarction. Angiography revealed a subtotal proximal left anterior descending (lad) occlusion, a subtotal ostial septal perforation occlusion and high grade disease in the mid ramus and left circumflex (cx) arteries. The patient was refused surgery due to increased risks associated with chronic kidney disease and an ongoing foot infection. The physician used a 3.0mm balloon, unknown type, to predilate the mid cx. Multiple attempts were made to place a 3.5x15mm non bsc stent to the mid cx, but the stent eventually dislodged. Attempts to retrieve the stent with a snare were unsuccessful. The physician used a 1.5mm balloon and advanced it through the stent, opened it and was able to pull the stent back to the hub of the guide catheter and remove it from the body. The physician then attempted to treat the mid cx with a liberte' 3.5x12mm bare metal stent, but was unable to advance it to the lesion despite several predilatations. The liberte' stent then dislodged in the ostial left cx. Attempts to retrieve this stent with a snare were unsuccessful. A 4.0mm balloon was then advanced to the stent and the stent was deployed at nominal pressure in the ostial lcx and distal left main arteries. Fentanyl and versed were administered during this procedure. No additional patient injuries or complications were reported. Patient status post procedure is noted as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.